Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. The drive support was inspected and no anomaly was noted. Device left at the test reservoir properly matched units left at display. No battery out limit alarms or motor anomalies were noted. The low reservoir alarm feature working properly. The motor was tested outside the device and passed. Device received with cracked case at display window corners and display window. Device received with partially broken off piece at the reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had drive motor anomaly. Customer¿s blood glucose was 303 mg/dl at the time of incident. Drive support cap was flush. Customer assisted with displacement test and it was failed. The insulin pump will be returned for analysis.